Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associated with a report of high out-of-range shock impedance measurements during the implant procedure. A boston scientific crm field representative reported several attempts were required to obtain satisfactory measurements after inserting the terminal pin and tightening the setscrew in the df+ port. It also was reported there were several times when the lead pulled out when the physician tightened the setscrew and pulled upon the lead to test the connection.

Manufacturer narrative:
A technical services consultant (ts) discussed the possibilities that the setscrew had been tightened at an angle and was not making full contact with the pin, or that the setscrew might have been inadvertently loosened while the wrench was being removed from the device header which could have resulted in loss of contact to the df pin. The device and lead were successfully implanted with no report of adverse patient effects. This event will be updated if additional information is received. Approximately (B)(6) months later, this device was explanted and returned due to a patient infection. Upon receipt at our post market quality assurance laboratory, visual inspection of this device found the header completely intact and the leads were all fully inserted into the header. The df- setscrew was removed from the terminal block. The setscrew and connector block were confirmed to exhibit signs of cross-threading. Visual inspection of the df+ setscrew and terminal block found no damage to the setscrew or terminal threads. The defibrillation, pacing and sensing functions of the device were verified per automated testing.